Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. Further details were not reported. It was not reported whether the patient was hospitalized for the event. Treatment, outcome of the event, and the action taken with dianeal therapy was not reported. No additional information is available at this time. This is report 2 of 3 involved in this event.